Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Steri strips were placed over the line to secure during x-ray. X-ray showed that the line needed to be pulled back. When pulled back, the line snapped at that site. No harm came to patient. The line was removed and a new line placed for access.